Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient (hp) saw air in the patient line. The hp was connected for peritoneal dialysis therapy in fill one of four when they noticed air in the line. The technical service representative advised the hp to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.